Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had foreign material exiting from the air/water nozzle. The device passed the manual leak test but would not pass the automatic endoscope reprocessor cycle. The customer noticed a bluish liquid dripping from the end of the scope. No color was noticed on the brush during cleaning or during flushing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found big leak from instrument channel; crack, peel and sharp on bending section cover glue; leaking through instrument channel affects forceps passage; 1 full broken element on ultrasound medical products image; switch 1- switch 4 not working due to fluid, still intermittent after aeration; unable to check suction flow; loose elevator channel plug; fluid invasion to control body, dry after aeration; fluid invasion to scope connector, dry after aeration; ultrasound-electrical insulation megaohm value is zero; fluid invasion to ultrasound medical products connector, dry after aeration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/liquid leaking from the tip of the scope appeared to be a bluish liquid but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak at the forceps channel, proper device reprocessing may not have been possible. The issue may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.